Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after left ventricular (lv) lead implant there was an increase in lv threshold. The lead remains in use. No patient complications have been reported as a result of this event.